Manufacturer narrative:
Only a portion of the lens was returned for analysis; the reported complaint could not be verified. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. Haptic and extensive optic damaged was observed. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece with the indicated viscoelastic. The root cause could not be determined for glistenings on an intraocular lens (iol) or the patients complaints of vision being blurry and unclear. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 06/22/2015. Initial reporter: zip code is not indicated at this time. (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) was implanted, he observed glistenings in the lens. The patient reported blurry-unclear vision. The lens was exchanged.